Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that 3100a ventilator's mean airway pressure (map) is fluctuating really bad during use. There was no known consequences or impact to patient reported with this event.